Manufacturer narrative:
On (B)(6) 2021 mentor became aware that the follow up (1) lot number is for the right side, and mistakenly reported for the left side. Manufacturer¿s reference number: (B)(4).please disregard follow up 1.

Manufacturer narrative:
Device evaluation completed on november 17, 2021: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 500cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on nov, 4, 2021 indicated that the right side correct lot is 246123. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A search of the lot number was done and an mre could not be located if additional information becomes available a supplemental will be submitted reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent a breast augmentation primary with a 500cc mentor memorygel breast implant experienced bilateral rupture post procedure. The issue was discovered during the surgery. As a result, patient underwent bilateral replacements with unknown mentor silicone implants on (B)(6) 2021. This report relates to the left prosthesis.